Manufacturer narrative:
We have now concluded our investigation for the complaint received. As the part and lot numbers were not provided we were unable to carry out a review of the batch manufacturing records. As no samples were returned, we were unable to carry out a thorough product evaluation. Due to the nature of the reported incident (B)(6), our clinical team were required to make assessment. The team concluded; ¿the customer has a concern with the renasys wound vac soft port not being bridged away during dressing change and is stating that soft port has caused tissue damage (B)(6). It was also stated that they had no xl foam kit in for the wound. It was stated no further medical intervention was required. The condition treated is a large sacral/bilateral ischial pressure wounds and necrotizing soft tissue. The patient is still in the hospital with near wound closure after grafting. No product has been returned to evaluate visibility and functionality. However, photos have been sent of the skin on three different occasions. The timing and treatment regimen including positioning and concurrent treatments were not provided. The root cause of the failure with the soft port is unknown from the limited information provided. The patient impact beyond a longer healing process and additional therapeutic regimen is undetermined.¿ without details of the product, we were unable to make an assessment of the potential root causes that may have caused the reported failures. We were also unable to review the device labelling or risk management files. If further information becomes available, this investigation may be reopened. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the customer has a concern with soft port not being bridged away during dressing change and is stating that soft port has caused tissue damage.